Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 125 ohms. The lead is a single coil lead. Boston scientific technical services discussed continuing to monitor the system. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
The patient subsequently passed away due to cancer approximately two years after this issue was reported. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. The lead had been severed 9.2 cm from the terminal pin. Resistance testing confirmed the electrical continuity of the returned segment. The lead damage occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.